Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the recorder was flashing a red led. Technical support informed the customer to have the patient return to the office so they can upload the study data and try to resume recording. The recorder worked correctly during the previous procedure. There was no patient injury. A repeat procedure will be necessary due to the alleged device malfunction.